Event description:
It was reported that unit displays "user advisory 41 (patient temperature sensor failure)" on power up during the morning checks.

Manufacturer narrative:
The autopulse device (sn (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the autopulse showed no damages. Reported problem was confirmed. The archive data show multiple ua41 (patient temperature sensor failure). It was observed that the temperature sensor connector was not connected into the power distribution board. The temperature sensor connector was reconnected into the power distribution board. After reconnected, the temperature sensor into power distribution board, the device passed final test. No adverse event was reported.